Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue upon insertion on (B)(6) 2025.this issue caused the patient blood glucose level to exceed 500mg/dl and the patient was treated with correction bolus. No further information is available.